Manufacturer narrative:
Alleged failure: turning off intermittnely during case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Issue possibly intermittent. The probable root causes can be attributed to a digital board failure, or chip overheating caused by the lint build up on the chip fan. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.